Event description:
Follow up information received from the healthcare professional reported that the cause of the event was that the pocket adaptor component of the implantable neurostimulator (ins) eroded through the patient's skin. On (B)(6) 2012, the ins and lower half of the extension was removed. On (B)(6) 2012, it was noted that the rest of the extension was removed and a new ins and extension were implanted. The patient outcome was reported recovered without sequelae.

Manufacturer narrative:
Product ID 64002 lot# serial# implanted: explanted:; product typ adapter. (B)(4).

Manufacturer narrative:
Product ID neu_unknown, serial# unknown, explanted: 2012-(B)(6), product type extension.

Event description:
It was reported erosion at the internal neurostimulator pocket. Additional information has been requested, but was not available as of the date of this report.